Manufacturer narrative:
The customer returned a video of the texium leaking at the connection site to a needle. The report of leakage was confirmed by the video. The issue was unable to be replicated for this complaint without a physical sample. Device history record review for model 24301-0007t lot number 24075212 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite texium low sorbing infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that we have experienced multiple occurrences of leakage from the tubing, which has not only compromised the integrity of our chemotherapy protocols but has also posed significant safety risks to our staff and patients. Specifically, we have documented four instances where leakage occurred during chemotherapy infusions, necessitating the activation of our hazardous materials team to clean contaminated areas. This process is not only disruptive but also increases the potential for exposure to hazardous substances, which is unacceptable in a clinical setting. Additionally, we encountered a critical incident where the texium adapter broke while a nurse was attempting to attach it to a patient's IV port. This situation not only delayed treatment but also put the patient at risk and caused considerable distress among our staff.